Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by stomach pains. The patient was hospitalized for the peritonitis and the cause of the peritonitis was unknown. The patient was treated with unknown antibiotics (dose, frequency and route not reported) for peritonitis. The patient was discharged from the hospital seven days after admission. On the day of hospital discharge, the patient began intraperitoneal treatment with cefazolin (1 gram, daily) for peritonitis. The patient was recovering from peritonitis and dianeal therapy was ongoing. No additional information is available.